Manufacturer narrative:
(B)(4). Date sent: 10/13/2016. (B)(4). The analysis results showed that one tcr75 reload was received with five drivers up and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. Please refer instructions for use. The reload was tested for functionality with a test device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastrojejunostomy procedure, the device was taken out from the packing with sterile technique. The surgeon followed all the steps properly for the loading and firing sequence. The surgeon had used the blue reload and it had given partial staple formation. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.